Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20404. It was reported during the trial procedure on (B)(6) 2015 after the leads were implanted the patient experienced high blood pressure. The physician pulled out the leads and kept the patient under observation for 2 hours. The patient was "feeling well" when discharged. It was also reported the patient has a history of high blood pressure and receives prescribed medicine for it.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.